Event description:
Additional information later reported the cause of the programming issue was the hcp programmed too high of a dose. Per the reporter there was no programming mistake that lead to the programming of the too high of a daily dose.

Event description:
It was reported that 1-2 weeks prior to this report, the patient was receiving too much drug. The dose was cut in half, but then 2 days prior to this report, the patient was having more breakthrough pain, so they were changing the pa (patient activated) programing from ¿max: 4 to 6 and intl: 4hr to 3hr and the dri: 1/4hr to 1/3hr¿. It was noted that the patient had 2 ptms (patient therapy managers). The device system was delivering fentanyl and clonidine. It was later reported that the patient was drowsy and lethargic when she was receiving too much medication. The cause of the patient¿s symptoms were noted to be related to the programming; too high of a daily dose was programmed with her medication. The patient had no issues since reprogramming. The patient was doing much better and receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter; product ID 8835, serial# unknown, product type: programmer, patient. (B)(4).